Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.